Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -15.00/+2.00/x103. Device evaluated by manufacturer? No. Lens not returned. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo 13.2, -15.00/+2.00/x103 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vault. No other lens was implanted.